Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 (mg/dl) which caused the customer to experience diabetic ketoacidosis (dka) and be admitted to the hospital. Bg was addressed with insulin drip. The customer stated that the cause of the elevated bg was the pump shutting down due to insufficient battery power, as the customer had not charged the pump. Multiple attempts were made to follow-up on the customer's release date from the hospital; however, no further information was provided on the reported event.